Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with the moderately calcified lesion, such that the balloon ruptured upon the first inflation at 4 atmospheres, which is below the rated burst pressure (rbp). Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Without the product to examine, a definitive cause for the reported balloon rupture could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. The trek balloon was prepped and advanced to the lesion. Dilatation was performed; however, the balloon ruptured during the first inflation of 4 atmospheres. Further dilatation was performed with a non-abbott balloon, and the procedure was successfully completed with the placement of a xience v stent. There were no adverse patient effects. No additional information was provided.